Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the excessive handling due to the repeatedly wiping the surface of the insertion section, or the chemical deterioration by the chemicals.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube of the subject device was partially peeled off. There was no report of patient injury associated with the event.